Event description:
It was reported the physician selected a 30mm gore® cardioform septal occluder to treat an iatrogenic atrial septal defect following a mitraclip procedure. At some point following the procedure, imaging showed the right disc was bulbous and the device had unlocked.

Manufacturer narrative:
A device lot number was not provided; therefore a review of the manufacturing records cannot be performed. The device remains implanted and no reintervention was reported. There were no available images of the device during the procedure to verify if the device was locked. However, expansion of the right disc with fluid could cause the lock loop to pull through the right eyelet, unlocking the occluder. The right disc expansion could have been caused by a significant difference between the fluid pressure inside the disc and right or left aortic pressure sometime after the procedure. If the occluder was locked at the time of the procedure, the unlocking could have been caused by the expansion of the right disc.